Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home, in bed. The caller did not know the cause of death. The caller is the customer's executor of the estate and a friend. The caller stated that the customer had kidney disease, heart disease, stroke, and infection. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller did not know where the insulin pump was but agreed to return it if found. The caller could not answer a lot of the questions. The caller stated that the customer does not have any living relatives and was unmarried.